Manufacturer narrative:
Each of the batteries had an internal fuse strap broken, which causes the battery to melt in a small area. This is normally due to a third party fix to a hand piece. The handpiece associated with this event has not yet been returned. A follow up report will be filed if the handpiece is received.

Event description:
Three batteries were returned to the manufacturer due to the appearance of having been burned. There was no patient involvement and no allegation of adverse consequences associated with this event.